Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was received on (B)(6) 2020. According to the complainant, when the product was received, it was noticed that there was a foreign object that compromised the sterility of the device. A photo submitted by the customer confirms unknown residue within the packaging. There was no reported damage to the packaging.